Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97, lot number - the correct lot number is 02716011, expiration date - the correct expiration date is 12/31/2016. (B)(4). Suspect positive bi, load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was partially recalled and an olympus system tur tray, large stryker battery, stryker camera, doppler probe and acmi tur tray were released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Additional follow up in regards to the patient has been unsuccessful. Asp will continue to follow up for information. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
There were no injuries reported as a result of the event. The customer stated that there were no patients affected. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from manufacture to complaint open date for product malfucntion codes 'suspected positive bi' and 'load not recalled'; trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect bi was not available for return; product analysis could not be performed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.